Event description:
A vascular injury occurred during anterior implantation of the bak implant. The implants were inserted without incident. Upon removal of the drill tube, a vascular injury was detected. During repair of the vessel, a large amount of blood was lost.